Manufacturer narrative:
(B)(4). Batch # m54y13. The analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an ileectomy procedure, the operation started out laparoscopic and was converted to open due to the patient situation; converted prior to the device use. During the open ileectomy procedure, the device was being used with a blue cartridge and the device jammed; it made the power noise and locked out. The knife reverse button was attempted, but would not work. It was unknown if the manual override was attempted, but the device remained locked on the tissue. A similar non-powered device was opened and used resect the device. The case was completed with the second powered device. The powered device was able to be opened on the back table by the scrub. There were no patient consequences reported.